Event description:
Additional information was received by the manufacturer on 20-oct-2022 via email and attached to the complaint object: this error was found on 10/10/2022 while performing the scheduled preventive maintenance. The device was not in use on a patient when the problem was found.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. E3: occupation: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h4: correction: device manufacture date: 07/28/2016.

Manufacturer narrative:
Device evaluation: pump was received for investigation with crack on the front of both corners on top case. Check clutch error found in the event history log and during the occlusion test. Combination of lead screw and both clutch halves were found old, dirty, worn out, and not operating as intended due to customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a travel course plunger lever error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.